Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed back-up operation. A download was not successful and after an error message appeared, the device would not interrogate.